Event description:
Additional information received from the hcp reported that the cause of the event was a switched program, and there were no abnormal impedances. The patient experienced swelling, redness and pain to the left side. The hcp tried bactrim, diflucan, topical steroids, and a fungal test to rule out those causes. The hcp then moved on to (B)(6) screening. It was negative, and the hcp did a biopsy, which showed inflamed tissue, and a patch test, which was negative, on (B)(6) 2012. The interstim was turned off on (B)(6), and the swelling slowly resolved. It was also reported that the patient could feel the lead and experienced pain near the battery site, so the hcp planned to retunnel the lead and revise the neurostimulator pocket on (B)(6) 2012.

Event description:
It was reported that in (B)(6) 2012 the patient noticed her labia had become red and swollen. The stimulation from the implantable neurostimulator was off, but the symptoms did not subside. The redness and swelling went away slightly but irritation gradually increased. Additional information received reported that there was no known cause of the event. The patient's device was turned off and the patient received a topical antibiotic to see if the swelling would subside. The swelling did subside for a week but, then returned the following week with the implantable neurostimulator still turned off. The physician turned the stimulator back on and the patient switched to a different program setting, a setting that the patient previously tolerated and swelling and redness were not reported. An allergy test kit was sent to the managing physician to see if there was an allergic reaction to the implantable system. The reaction is not in the implant area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v842532, implanted: 2011 (B)(6), explanted, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).